Event description:
Baxter reports a patient's daughter assisted her to start apd therapy. When she twisted the minicap transfer set, she found it was broken. The set had been in use for approximately 6 months. Patient was treated prophylactixcally with no injury per affiliate.

Manufacturer narrative:
Product sample is anticpated, but not yet been received for evalution. A follow up report will be submittd when the evaluation is completed.